Manufacturer narrative:
D10 concomitant product: egia45amt egia 45 artic med thick sulu (lot#: n3g1472y); sigphandle, sig power sigphandle handle (serial#: c22aak0428); sigadaptstnd, sig power sigadaptstnd linear adapter, serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection, during transection of the sigmoid, the surgeon could not complete the firing during the use of 45mm reload with powered stapler. The screen showed a tissue thickness of zone two. The surgeon could only fire about 75% of firing range then the device stopped firing. The surgeon used a new 60mm reload to complete the transection. While using the circular stapler, under endoscope view, the surgeon found one staple that did not properly formed. The surgeon over sewed the tissue to resolve the issue.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there seems to be a malformed staple in the circular staple line in tissue. It was reported that there was an issue with staple formation. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.